Event description:
The patient was being weaned off of IV pca hydromorphone and starting oral oxycodone in anticipation of discharge. The pca background - continuous-rate was to be decreased from 0.2 mg/hr to 0 mg/hr. The rn decreased the background using a scroll function on the pca keypad. The scroll did not stop at zero, but continued to loop around to the max dose. If the keypad is not released at the time the scroll hits zero, it has the potential to continue scrolling and set the pump at the max dose. In this case, the rn did not realized the background rate had scrolled to 6mg/hr. She gave the patient oral oxycodone to help with the transition off of the pca background dose. The patient also received valium for muscle spasms. The patient's parents left the room shortly after the change was made. Upon returning from the cafeteria, the patient was found to have decreased responsiveness, and severe respiratory depression. The pediatric code team was called and the patient transferred to the pediatric intensive care unit. In the ICU, she was started on a narcan drip, and responded well. She was discharged later the next day. The manufacturer has newer models where this scroll function hits a hard stop at zero and the max dose.